Event description:
This lead was implanted on (B)(6)2002 and was capped on (B)(6)2013 due to high thresholds and impedance issues . The physician was dr.(B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).